Event description:
It was reported that this pacemaker showed a decrease in the estimated battery longevity and declared elective replacement indicator (eri), despite previously indicating 8 months of remaining life. Technical services (ts) were consulted and confirmed that eri was triggered by a charge time of 16 seconds. Additionally, a gradual increase in power consumption over the past few years was also confirmed. Ts recommended replacing the device within 90 days or sooner due to concerns about the long charge time. The device remains implanted and in service, with no reported adverse effects on the patient.

Manufacturer narrative:
Additional information received indicated that the device was replaced on november 26, 2024. It was not stated whether the product would be returned.

Event description:
It was reported that this pacemaker showed a decrease in the estimated battery longevity and declared elective replacement indicator (eri), despite previously indicating 8 months of remaining life. Technical services (ts) were consulted and confirmed that eri was triggered by a charge time of 16 seconds. Additionally, a gradual increase in power consumption over the past few years was also confirmed. Ts recommended replacing the device within 90 days or sooner due to concerns about the long charge time. The device remains implanted and in service, with no reported adverse effects on the patient. Additional information received indicated that the device was replaced on november 26, 2024. It was not stated whether the product would be returned.